Manufacturer narrative:
Patient information was not available from the facility. The device was discarded by the facility. Therefore, no evaluation can be completed.

Event description:
A philips representative reported that after opening the bridge balloon 590-001 to use prophylactically, the physician started to place it on the guidewire when he noticed the tip looked damaged or defective. The tip of the balloon lumen appeared to have a large hole vs. A small hole. It looked like the hole had migrated. This was preventing the balloon from going straight over the wire. A second balloon was opened and used instead. No harm to the patient.